Manufacturer narrative:
Results evaluations: the investigation into this event is limited to our history of this type of report as the event sample has not been returned. A review of our complaints database shows no similar reports on this device lot number. A review of the mfg records show no observations to suggest a complaint of this nature would occur. Root cause: based on history, this type of event is typically caused by the user hitting the bone. Our instructions for use have a warning that states: never use excessive force to advance the spinal needle when bone is felt. Continued advancement may bend the tip of the spinal needle. If undue resistance is felt, carefully remove the spinal needle and discard. If resistance is encountered when removing or re-positioning the spinal needle, the spinal needle and introducer needle must be withdrawn together and the procedure repeated using new needles. Always use spinal needles with an introducer or tuohy needle to reduce the risk of the spinal needle bending. The tip of a bent spinal needle may break inside the pt when an attempt is made to withdraw it. A bent spinal needle, or other surgical intervention required to remove a broken needle tip, will cause unnecessary trauma to the pt. This report has been logged for trending.